Event description:
A customer reported experiencing low blood glucose levels between 40-45 mg/dl. To address the issue, the customer consumed carbohydrates, but there was no need for third-party assistance due to incapacity, and the customer did not lose consciousness. There was no adverse impact to the customer¿s blood glucose level following these actions. Technical support assisted the customer in updating basal rate settings and advised consulting with a healthcare professional for any future adjustments. The customer acknowledged and understood this advice.